Event description:
The customer reported that when traveling down an incline and did not think the customer was going to stop. The customer stated that the customer turned sharply to one side and the scooter rolled on top of the customer. There were no witnesses. The customer was taken to the hospital. Approx. 2 weeks after the incident, the customer's son called to advise of father's passing.